Event description:
It was reported the patient underwent an initial knee procedure. Subsequently, 2 years 7 months post procedure, the patient has been experiencing severe pain all the time, swelling, stinging/burning sensation around the knee, loss of balance and the knee feels heavy like there is a weight around the knee when walking.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs. Kne-persona-bearings-unk, MDR: 0001822565-2022-02473. Kne-persona-tibial tray-unk, MDR: 0001822565-2022-02475.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4). MDR: 3007963827-2022-00228.